Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to infection. All implants were removed during the revision.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. (B)(4).